Event description:
Clinician reported that a lodi implant failed, but did not specify the type of failure that occurred (I. E. Lack/loss of integration, implant fracture, etc). Also, the clinician did not specify the p/n and lot number of the affected implant. The following implants/lot numbers were purchased by the clinician: p/n 07451, lot #20719, exp date: 02/28/2018, mfg date: 04/2013. P/n 07462, lot #21488, exp date: 03/31/2018, mfg date: 10/2013.

Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. Clinician did not state the nature of the implant failure and did not return the affected part back to zest. Therefore, no eval can be conducted that would lead to a concluding statement. The clinician did not provide the following info: amount of torque used on abutment and implant; whether primary stability was achieved; whether implant was not immediately loaded. Since the clinician did not indicate the specific p/n and lot number of the affected implant, the records management database and lhr documentation of all the implants purchased by the clinician were reviewed. The records indicate that the implants met the specs and were approved for product release. Any issues were successfully resolved prior to the release of the implants. No further action is required.